Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer successfully primed the air bubbles to address the issue. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue and insulin delivery was resumed on the pump. Customer's blood glucose level was 230 mg/dl.